Event description:
Information was received from a health care professional regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported the patient was given a full body MRI scan with a 1.5 tesla magnet on (B)(6) 2017, and after one sequence the patient had rang the call button because they were feeling burning really bad on the ins incision/implant area; the patient had stated "it" actually got hot. The patient was immediately removed from the scanner and the patient had stated they were fine. The patient had not brought their remote to the scan, and had told the health care provider they were "good" and had put their device into MRI mode when asked if they had to do anything before the scan. The patient had reported to the manufacturer at a later date that they did not know they were supposed to activate the MRI mode on the patient programmer. The health care provider also reported they had printed off paperwork indicating the device was compatible anywhere on the body. It was noted the MRI was not related to their implanted device; the MRI was for their lower back because they have an additional problem of exacerbated low back pain that their implant does not cover and they were trying to figure it out. The patient had stated the implant was covering the area it was supposed to cover and doing what it was supposed to do, and there was no issue with the implant. No further complications were reported.